Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent unexpected reset occurred. The customer's blood glucose level was 213 mg/dl. Customer declined to reload the cartridge and resume insulin therapy via the pump.